Event description:
The fiancé of a (B)(6) female pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the trunk cable was cut. The orange (+5v), brown (-5v), black (main batt), and yellow (pgnd) wires were cut through the trunk cable insulation, which caused the service code 204. The root cause for the cut wires was physical abuse. No adverse event resulted from the cut wires. The pt received a replacement electrode belt.